Event description:
Litigation papers allege pain and suffering, disability, and elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-20948. Report 1818910-2013-23947 will be rejected. Report 1818910-2013-20948 will be kept for investigation purposes.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain and suffering, disability, and elevated metal ion levels. Litigation names non-asr stem and sleeve in conjunction with asr products.

Manufacturer narrative:
Describe event or problem. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.